Event description:
On (B)(6) 2015, a phone call was received from a customer's daughter alleging discrepant low inratio inr results in comparison to the laboratory inr result. The following is a chronological order of available information that was received from the customer and her daughter. The customer reported that the physician allowed her to change the warfarin dose herself. Coumadin 2mg daily, (B)(6) 2015: inratio inr= 2.2. There was no change in warfarin, even though the result was lower than the customer's therapeutic range of 2.5 - 3.5. On (B)(6) 2015: the customer was hospitalized for a stroke. She reported that there was no treatment; however, her daughter felt otherwise but has not been able to provide any additional details. The inr results during the hospitalization were not available. After the hospitalization, the customer's therapeutic range was changed to 3.0 - 3.5. On (B)(6) 2015: inratio inr=2.4 there was no change in warfarin. On (B)(6) 2015: laboratory inr=4.4. On (B)(6) 2015: inratio inr=2.7. There was no warfarin dose change since the customer felt the result was not accurate. Though requested, there was no additional information provided.

Manufacturer narrative:
Investigation/conclusion: the monitor, associated with the complaint and listed as a concomitant device, was returned for investigation; however, no testing strips were returned. The customer's complaint, of discrepant low results, was not confirmed during in-house testing. The retain strip testing on the returned monitor met both accuracy and strip repeatability criteria. The product performed as expected and no product deficiencies were observed. The returned monitor met functional and thermistor testing requirements during investigation. A review of the manufacturing records for the lot did not uncover any relevant non-conformances and the lot met release specification. The root cause is unable to be determined from the information provided. Based on the information available, there is no indication of a product deficiency and no corrective action is required at this time.

Manufacturer narrative:
Investigation pending.

Manufacturer narrative:
The monitor, associated with the complaint and listed as a concomitant device, was returned for investigation; however, no testing strips were returned. The customer's complaint, of discrepant low results, was not confirmed during in-house testing. The retain strip testing on the returned monitor met both accuracy and strip repeatability criteria. The returned monitor met functional testing requirements during investigation. During thermistor testing of the heater plate, thermistor a failed to meet specification. (B)(4) was opened to investigate the impact of low thermistor reading on the performance of inratio meters. Statistical analysis of testing performed as part of an extended complaint failure investigation ((B)(4)) found there to be no significant difference in inr values between returned monitors that failed the heating specification with monitors that passed the heating specification. The impedance curve analysis could not be performed on the customer's results because only the last impedance curve can be retrieved from an inratio 1 monitor. None of the customer's results were the last result in the monitor. A review of the manufacturing records for the lot did not uncover any relevant non-conformances and the lot met release specification.